Event description:
It was reported by the patient that their new remote monitor was unable to detect their implantable loop recorder (ilr). The patient stated that they have had their implant for over three years and was wondering if that could be why it cannot be read. Follow-up was done with the clinic and from the information obtained it was reported that the ilr was at end of service (eos). The device remains in the patient and was noted from the clinic that the patient is considering explant of the ilr. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.